Event description:
Related manufacturer reference number: 1627487-2023-04750. It was reported that patient experienced ineffective therapy and persistent pain at ipg pocket. Reprogramming was attempted but did not restore effective therapy. No accidents, falls, trauma or weight fluctuations were noted. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.